Manufacturer narrative:
Additional catalog #lap-band ap adjustable gastric banding system (unk size). Allergan has received the product however the analysis has not been completed at this time. Upon receiving the device the connector type has been identified by the device analysis lab to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling address the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing. "

Event description:
Healthcare professional reported a lap-band system "defective port." "The tubing was entirely disconnected at the [port tubing]." No information was provided on when the problem was first noticed. The lap-band port was removed and replaced